Event description:
The olympus representative reported (on behalf of the customer) that the hd autoclavable camera head cable was broken inside, which resulted in no image and image flicker when the cable was shaken. The issue occurred during preparation for use and the intended therapeutic (laparoscope) procedure was completed with a similar device without delay. The patient was not under sedation at the time of event. There were no reports of patient harm.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of cable was broken inside, which resulted in no image and image flicker was not confirmed. Device evaluation found that the image appeared normal. Additional device evaluation findings are as follows: the cable was aged and had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the indicated phenomenon was not reproduced. However, it was determined that ¿the image was not displayed¿ due to cable failure. It was found that water penetrated into the inside of the cable due to poor water tightness, causing temporary poor communication, resulting in the image not to display. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.